Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump while the customer was sleeping. Reportedly, the customer replaced the transmitter at the end of the transmitter's 3 month warranty period. No additional patient or event information was provided.